Event description:
Toes amputated [toe amputation] trouble sleeping lately [difficulty sleeping] dislocated one of her shoulders [shoulder dislocation] fell [fall] case narrative: this case is related to case: (B)(4). Based upon information received on 27-sep-2018, this case initially assessed as non-serious was upgraded to serious as event of toes amputated with seriousness criterion of medically significant was added. Initial information received on 16-aug-2018 regarding an unsolicited valid non-serious case from united states received from a consumer. This case is linked to case (B)(4). This case involves a 71 years old female patient who experienced trouble sleeping lately (latency: unknown), fell, toes amputated, dislocated one of her shoulders, after she received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cancer which held to her 29 years ago, breast cancer, meniscus injury in 2010, meniscus operation and fall. At the time of the event, the patient had ongoing synovial cyst, arthritis, gait disturbance and arthropathy. The patient's past medical treatment(s) included synvisc one (2010 and 2018), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2017, the patient received intra articular hylan g-f 20, sodium hyaluronate at dose of 6 ml once for an knee osteoarthritis (lot: unknown) in right knee. On an unknown date, the patient developed trouble sleeping lately (insomnia) and only sleeps about 4 to 5 hours each night. The patient does not respond well to cortisone shots. She had a cortisone shot in the past few months and it did not help because she had to continue doing physical work. The patient reported that she used her knees hard all her life and knew that her problems are from overuse. She had almost fallen. On an unknown date after receiving synvisc-one injection, patient fell (latency: unknown) and dislocated one of her shoulders (latency: unknown). As a corrective, patient had physical therapy for the same which did not help. It was further reported by the patient that she was assaulted and had to have some toes amputated (latency: unknown). Corrective treatment: physical therapy for dislocated one of her shoulders; not reported for rest. Outcome: unknown for trouble sleeping lately, fell and dislocated one of her shoulders. Seriousness criterion: medically significant for toes amputated. A product technical complaint was initiated on (B)(6) 2018 for lemtrada. Batch number: unknown,global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 20-aug-2018. Investigation summary was received. Additional information received on 27-sep-2018 from patient. Case upgraded to serious. Events of fell, toes amputated, dislocated one of her shoulders added. Clinical course updated. Text amended accordingly. Follow up information received on 04-oct-2018. No new information received. Additional information was received on 05-oct-2018. Patient's medical history was updated. Text amended accordingly. Upon internal review on (B)(6) 2019 processed with clock start date of (B)(6) 2018 the malfunction field previously captured as yes was removed.

Event description:
Toes amputated [toe amputation]; trouble sleeping lately [difficulty sleeping]; dislocated one of her shoulders [shoulder dislocation] ; fell [fall] ; case narrative: this case is related to case: (B)(4) (same patient). Based upon information received on (B)(6) 2018, this case initially assessed as non-serious was upgraded to serious as event of toes amputated with seriousness criterion of medically significant was added. Initial information received on (B)(6) 2018 regarding an unsolicited valid non-serious case from united states received from a consumer. This case is linked to case (B)(4) (cluster case). This case involves a (B)(6) female patient who experienced trouble sleeping lately (latency: unknown), fell, toes amputated, dislocated one of her shoulders, after she received hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included cancer which held to her 29 years ago, breast cancer, meniscus injury in 2010, meniscus operation and fall. At the time of the event, the patient had ongoing synovial cyst, arthritis, gait disturbance and arthropathy. The patient's past medical treatment(s) included synvisc one (2010 and 2018), vaccination(s) and family history were not provided. On an unknown date in (B)(6) 2017, the patient received intra articular hylan g-f 20, sodium hyaluronate at dose of 6 ml once for an knee osteoarthritis (lot: unknown) in right knee. On an unknown date, the patient developed trouble sleeping lately (insomnia) and only sleeps about 4 to 5 hours each night. The patient does not respond well to cortisone shots. She had a cortisone shot in the past few months and it did not help because she had to continue doing physical work. The patient reported that she used her knees hard all her life and knew that her problems are from overuse. She had almost fallen. On an unknown date after receiving synvisc-one injection, patient fell (latency: unknown) and dislocated one of her shoulders (latency: unknown). As a corrective, patient had physical therapy for the same which did not help. It was further reported by the patient that she was assaulted and had to have some toes amputated (latency: unknown). Corrective treatment: physical therapy for dislocated one of her shoulders; not reported for rest. Outcome: unknown for trouble sleeping lately, fell and dislocated one of her shoulders. Seriousness criterion: medically significant for toes amputated. A product technical complaint was initiated on 20-aug-2018 for lemtrada. Batch number: unknown,global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on 20-aug-2018. Investigation summary was received. Additional information received on (B)(6) 2018 from patient. Case upgraded to serious. Events of fell, toes amputated, dislocated one of her shoulders added. Clinical course updated. Text amended accordingly. Follow up information received on 04-oct-2018. No new information received. Additional information was received on (B)(6) 2018. Patient's medical history was updated. Text amended accordingly.